Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally noted "any creases". Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally noted "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening linear on the posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one crease sharp opening on the posterior assessed as fold flaw opening and creases are observed but have no relationship with manufacturing.